Event description:
Dealer stated that the end user keeps scraping her arm on the adjustable arm knob on her 9xt wheelchair. Dealer is going to the change out the arms to fixed height to take away the issue.